Event description:
It was reported that during an unknown procedure the firing knob got stuck due to firing trigger and handle break down.

Manufacturer narrative:
(B)(4). Date sent 3/11/2025. D4 batch #533c16. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the ntlc55 device was received with the metal anvil body detached from the anvil shroud, the height selector and anvil were detached and no returned and no reload was present. Further analysis shows the anvil locks on the anvil shroud were damaged and both bearings were missing. No functional test was performed due to the condition of the device. The event reported was confirmed and due to the condition of the anvil shroud and the anvil post, the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 533c16, and no non-conformances related to the reported complaint condition were identified. The lot#197d75 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide the account/facility name did the reload lockout and would not work? Did the reload begin to staple and cut, but then jammed? Did the device staple? If the device staple, was the staple line complete? If the device staple, what was the shape of the staples (b-formation, irregular, legs straight)? Did the device cut? If the device cut, was the cut line complete? What part of the device was broken? Did any pieces fall into the patient? If yes, were they retrieved? Will all pieces be returned with the device? If no, were they discarded? Could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event?